Event description:
On 8/28/98, the MFR rec'd medwatch report FDA access #1014124 from the FDA that states the following: pt returns after having the device inserted (6/2/98). Is returning due to leak in the device. After removing the device, three vertical slices noted in the distal end of the catheter. No further details were provided at this time.